Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 9393609,510k # k172199 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that intra-operatively, the cage broke. The device came in contact with the patient. Cage was partially explanted. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis: only a ~9 mm portion from the back of the implant returned for analysis. Microscopic fracture surface examination identified rays emanating from the one corner of the implant surface. The above observations are consistent with brittle overload. If information is provided in the future, a supplemental report will be issued.